Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. International UDI #: (B)(4). The device was evaluated by the field service technician. The reported issue was corrected by replacing the power switch overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the alarm light emitting diode (led) failed. There was no patient involvement.